Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) found during analysis. A partial lead with the distal tip measuring 52.2cm was returned for analysis. External insulation abrasion was noted at 9.3-9.7cm from the distal tip, consistent with lead friction to another device or feature of the heart. (

Event description:
This report is to advise of an event observed during analysis.